Event description:
Pt was to have an insertion of a greenfield filter in the vena cava prior to having a right colectomy. An attempt to do this was done via the right femoral approach. This filter misfired and went into the right iliac, thereby necessitating a second filter to be placed in the left iliac.